Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up on (B)(6) 2019. Upon interrogation of the pulse generator, it was found that the right ventricular lead exhibited high pacing lead impedance. The record showed that impedance had been high and out of range for at least the past year. The patient did not have a device check since 2015 and his pulse generator reached normal elective replacement indication on (B)(6) 2018. The patient was scheduled for a system revision at a later date. No further information was available.

Event description:
New information received stated that the procedure was completed without further complications to the patient. The patient was reported to be in stable condition during and post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that on (B)(6) 2019, the right ventricular lead was capped and replaced. The lead also exhibited a capture anomaly.